Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer was treated with syringe. Customer reported that piston was not moving and when she was trying to change the infusion set it gave her a insulin flow blocked alarm. Customer stated that insulin exit. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify insulin flow blocked alarm due to blank display. Also, received with moisture damage on the motor and force sensor.